Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 554 mg/dl. The customer treated high readings with syringes. The customer states the insulin pump has had many no delivery alarms. Troubleshooting was not completed. The product will not be returned for analysis.